Event description:
(B)(4) received a call on 08/02/2016 reporting a medical intervention that occurred on (B)(6) 2016 sometime after 4:00pm. Patient's((B)(6)) husband (B)(6) called in stating that the prodigy meter was inaccurate and giving a high reading compared to another meter used to performed (B)(6) blood glucose test. The reading on the prodigy meter at the time of the event was 221mg/dl. (B)(6) normal glucose reading around the time of day of the event is 126mg/dl. (B)(6) was unsure what medications (B)(6) had taken prior to the medical intervention. (B)(6)(B)(6) had consumed a bowl of cereal, a bottle of ensure and some (B)(6) food prior to seeking medical attention. (B)(6) proceeded to an unscheduled doctor's appointment as a result of the previously described event. (B)(6) was prescribed nateglinide 50mg 1/2 pill x2 to reduce glucose levels. (B)(6) total stay at the doctor's office was a little less than 1 hour. (B)(4) sent replacement and prepaid envelope requesting return of suspect system.